Manufacturer narrative:
Device manufacture date: 11/15/2016-11/16/2016. The potential lot number this complaint was reported as (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in an unknown month in 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink secondary set under infused. When the infusion was expected to be completed, the nurse observed the secondary unspecified medication did not fully infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.